Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was able to be interrogated once the power cord on the remote interrogation unit was replaced. There were no issues noted with the device upon interrogation. The crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the medical personnel was unable to interrogate the cardiac resynchronization therapy defibrillator (crt-d) using a remote interrogation tool. Boston scientific technical services (ts) was contacted and the interrogation was still unsuccessful after basic troubleshooting steps. The medical personnel was unaware of any recent procedures, so they were going to contact a field representative to attempt to interrogation. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. At this time evidence suggests the crt-d remains in service and no adverse patient effects were reported.